Event description:
Boston scientific received information that the lead safety switch had tripped for the right atrial (ra) and right ventricular (rv) leads due to low out-of-range impedance measurements. It was noted that the patient had experienced two bad falls one month earlier and review of the daily measurements showed an impedance drop for both leads one month prior. Both lead impedance measurements had been steady around 600 to 650 ohms and the ra lead impedance decreased to 190 ohms, while the rv lead decreased to 200 ohms. It was noted that there were 300 inappropriate atrial tachycardia response episodes due to noise that were also logged in the daily measurements. An x-ray revealed that the leads were twisted and a fracture on both leads is suspected. The field representative also stated that the patient did experience syncopal episodes, however, the cause is unknown as the patient has documented neurocardiogenic syncope. Attempts to create the out of range impedance measurements in the clinic were unsuccessful. However, it was observed that the impedance measurement decreases, returns to normal and then decreases again. It is suspected that the patient is a twiddler. The patient was scheduled for extraction and replacement. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.